Manufacturer narrative:
(B)(4). Av disruption (disassociation) is a dreaded and often fatal complication. This is an extreme form of posterior lv rupture where a portion or the entire posterior left atrium separates from the left ventricle. The risk of this occurrence is greatest in patients with extensive calcification in the posterior mitral annulus and leaflet. This finding is common in elderly patients undergoing mitral valve surgery and is evident by preoperative imaging, including echocardiography and cardiac catheterization. Chest computed tomography without intravenous contrast can be useful in quantifying the degree of posterior mitral annular calcification (also known as mac). Av disruption (disassociation) is usually related to vigorous traction or debridement of the posterior leaflet of the valve or to calcium excision in a calcified posterior leaflet. This can cause separation of the av groove, leading to massive hemorrhage upon separation from cardiopulmonary bypass. This complication is prevented by understanding the pathologic process of calcification of the mitral annulus and avoiding rupture by either placement of traction sutures on the edge of the posterior leaflet or by very careful calcium debridement only in isolated spots. A safer procedure may be to attach the prosthesis to the atrial wall, leaving the entire calcified mass intact. This approach may result in a smaller valve area but a successful operation. When this complication occurs, valve prosthesis is removed and the ventricle is re-approximated to the left atrium with felt strips. Often, a pericardial patch is used to cover the defect and the valve sutures are now placed into the pericardial patch. Nevertheless, this complication carries a high mortality. As stated above, av groove disruption (disassociation) is typically not device related. In this case, it appears that sizing issues may have caused or contributed to this event. The surgeon initially selected a 27 mm valve and downsized to a 25 mm valve after the av disruption was noticed. There is no allegation or evidence of a device malfunction. The subject device is not available for evaluation as it was discarded by the customer. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that this patient with a 27mm bioprosthetic pericardial mitral valve was explanted at implant due to posterior ventricular (av) disruption. The explanted device was replaced with another edwards 25mm mitral valve and a patch repair was completed. The patient also underwent a CABG x 1 and surgical ablation for afib. Per received medical records, the 27mm bioprosthetic pericardial mitral valve seated well with trace of central mitral regurgitation (mr). The patient was weaned from cpb and while the chest was being closed she became hypotensive despite increasing doses of inotropes and pressors. Cardiac massage was performed and the patient was placed emergently back on cpb. Severe bleeding was noted from the back of the heart close to the av groove consistent with a posterior ventricular rupture. The valve was explanted and the posterior myocardium was severely damaged and a patch repair was done and the 25mm pericardial mitral valve was implanted. Severe bleeding persisted and it was deemed to be a non-survivable complication and the patient expired.